Manufacturer narrative:
For this event, the issue was resolved after the service actions. The follow up action for this event was that the field service engineer performed an adjustment of the gear pump, adjusted probes, removed and emptied bowls, and cleaned the wash station. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>1</noe> malfunction event. Questionable low results were generated by the cobas 8000 cobas c 701 module. The events involved a total of 1 patient with the following: 1 questionable result for ca2 calcium gen.2